Manufacturer narrative:
One opened/used enlite sensor was tested and it passed per specification with accurate readings.

Event description:
It was reported that customer is receiving calibrations errors. It was reported that the sensor glucose reading was 82 but her blood glucose value was 229 mg/dl. It was stated that this caused the insulin pump to suspend when customer is not low. Customer calibrated but received a calibration error, she calibrated 15 minutes later and received a second calibration error followed by change sensor alarm. Sensor has been inserted for a day. Customer was advised to remove and change out the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.